Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend.

Event description:
Allegedly repeated radiographic examination did not show evidence of loosening, but nuclear arthrogram showed definite evidence of loosening of the tibial component. Revised due to pain.